Event description:
At about 2 years 11 months after the primary, the patient came in reporting instability due to laxity and knee pain due to a loose patella implant, femoral component and tibial tray. The surgeon revised the patella implant, femoral component, insert and tibial tray. The insert was increased from an 11mm to a 14mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 november 2023: lot 2004468: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-07-27. No anomalies found related to the problem. To date, 51 items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved batch review performed on 20 november 2023: gmk-sphere 02.12.0311crl tibial insert fixed sphere cr size 3/11 mm l (k181635) lot 1902516: 30 items manufactured and released on 18-june-2019. Expiration date: 2024-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2002926: 85 items manufactured and released on 20-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2006033: (B)(4) items manufactured and released on 22-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review